Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2018-11547. It was reported the patient experienced discomfort from the drg system's lead(s). Consequently, surgical intervention was taken and one of the patient's drg leads was replaced.

Event description:
Device 1 of 2 : reference MFR report: 1627487-2018-11547. Follow up information received identified the patient's groin pain had significantly reduced postoperative, the patient stated the surgical intervention was a success.